Event description:
It was reported to ventec that the device unexpectedly powered off by itself when a patient's caregiver attempted to switch to cough assist mode. In this state, the device could be inoperative. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient was placed on their backup ventilator for care. No further details about the patient or the event were provided. Ventec has reached out to the reporter requesting additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected loss of power (reboots/inop) was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.